Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. The pump screen went dark but turned on when plugged into a power source. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.